Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and other spasticity. It was reported the patient's pump was flipped and needed to be refilled. It was noted the pump was out of drug. The patient was scheduled for pump replacement on (B)(6) 2018.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018. It was reported that the patient first started experiencing the pump flipping during refill on (B)(6) 2018. The hcp was asked if the statement "pump out of drug" indicated it was time to refill the pump, or whether the pump was empty, and it was specified that it was time to refill the pump. Surgery/revision occurred to resolve the pump flipping, and the issue was resolved with surgery on (B)(6) 2018. The cause of the pump flip included the pump not being anchored, and obesity which was most likely a huge contributor.